Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical department with an unsigned note that stated, "it won't pump". No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.